Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure (erbe error c-34) was confirmed and reproduced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe generator to resolve the issue. The system was verified and ready to use. Isi has issued a return material authorization (RMA) to have the intuitive product returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error erbe c-34. The monopolar energy stopped working. The customer restarted integrated electrosurgical unit (iesu), checked other monopolar ports, but it did not solve the problem. The procedure was completed using only bipolar energy with no reported injury.